Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was on (B)(6) 2025 the patient ended up in the hospital with toxic metabolic encephalopathy because the implanted neurostimulators got infected and the infection went to the patient's brain. The pt fell 6 times int their home and they did not know anything for days. The patient would be on antibiotics through a ivy pick line until (B)(6) 2025. On event date the patient was in excruciating pain and they did not know where the infection was coming from until the patient saw a neurosurgeon and they figured out the white blood count was over 17, 000 and the patient took a shot and was pouring out of their back where the stimulator was. The trial worked well for the patient for they were able to bend their knees and move which they had not been able to for a while. Pt was in excruciating pain and their rep tried to reprogram the therapy since it was not helping at that moment. The implant worked but they had to remove it and they were begging the healthcare provider not to find another way because they needed it but they could not because of the infection. Ins was explanted (B)(6) 2025. Patient service reviewed information and redirected patient to healthcare provider. Pt was going to see their hcp who put the trial in today. An email was sent to registration to update registration. Patient called back repeating information regarding the removal of the stimulator unit and the infection that they received. Patient added that they had mrsa.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.